Manufacturer narrative:
Lot history review showed no discrepancy.

Event description:
It was reported that during a routine decortication process the 1b decorticator started to hang up. The surgeon was careful to operate the decorticator advancing the cutting element back and forth allowing advancement. He thought he broke through the cartilage, however, when the decorticator was removed it was realized that the tip had broke off in the joint. After unsuccessful attempts to remove the fragment consisting of suction, using an instrument to loosen the fragment followed by suction, and using irrigation with suction, it was decided to leave the fragment in the joint. The decision was based on the material composition and the fact that the surgeon felt the fragment would not go anywhere and would fuse with the joint. Subsequent steps for the procedure were completed without incident; no patient complications were reported.